Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery. The customer reloaded the orginal cartridge and successfully resumed insulin delivery.there was no adverse impact to the customer¿s blood glucose level.